Manufacturer narrative:
(B)(4). Results: (stent graft migration); (disease progression, aortic neck dilatation). Conclusion: (disease progression, aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 56 months ago. The aneurysm at the time of implant was 5 cm in diameter and the proximal aortic neck had circumferential thrombus. A recent CT demonstrated that the stent graft has migrated 2 cm distally, however, there are no endoleaks. The migration is due to disease progression, resulting in aortic neck dilatation. Currently, the aneurysm has not changed in size and remains at 5 cm in diameter. The aortic neck has dilated to 32 mm in diameter. The physician elected to implant an endurant aortic cuff without difficulty at the level of the lowest renal artery with 2 cm overlap into the short aneurx body. No additional clinical sequelae were reported and the patient is fine.